Manufacturer narrative:
On december 26, 2022,the patient indicated that the report was reviewed by management, the diagnosis of late forming seroma should have been reported w/in 3 years of implant date. The patient indicated that she was finally able to undergo bilateral capsulectomy and removal of recurrent seromas on (B)(4)2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 13, 2023, indicated that the pathology results showed dense fibrous tissue with a small focus of chronic inflammation and old hemorrhage no evidence of atypia or malignancy on the right-side scar capsule. The patient stated that the left implant was removed and re-inserted. Left-breast cancer-2006, and 2 weeks post op read and had to use antibiotics. Constant pain, coldness, sinus infection, stomach pain, bladder pain, intractable migraine, bobby aches all over ongoing for 3 years. The right-side capsular contracture was iii-ii. Patient stated that on (B)(6) 2021, felt better. The doctor squeezed 200 cc old blood in office from implanted breast and painful to take breast away, manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 11, 2020 mentor became aware that this pc, is the duplicate of manufacturer report number:1645337-2020-11838. And the new information in the duplicate pc indicated that the patient only has one right implant and no left implant. This pc has been updated to contain all the most current and correct information, and final reporting/documentation of this event will take place in this pc. According to the new information reported, on (B)(6) 2020 the patient developed early stage seroma and infection, also, experienced multiple symptoms of generalized illness, and underwent 2 sinus surgeries. Patient also reported that she sees a psychologist for depression, anxiety and panic attacks, also, issue carpel tunnel with nephropathy of both arms, constant pain, sinus infection, seroma, pea size nodules in 3 to 4 places, surgical intervention. The patient was treated for her sinus infection, the pain and got better, so for her cardiac ischemia, doctor wanted to do endorse and re colon, due to her pain. Patient reported all the pain got better with doxycycline for the 14 days. As a result, patient had the implant removed on (B)(6) 2019. Patient ethnicity is african american, 51 years old at the time of the event on (B)(6) 2016. Right implant sn#: (B)(6). Implantation date was on (B)(6) 2016. No report of device rupture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 31, 2023 indicated that date of explantation was on (B)(6) 2021, and date of implantation was on (B)(6) 2016. Patient indicated that she was replaced with saline implants. She had encounter pneumonia after the surgery, her symptom's improved. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
¿After clinical/secondary review of this file performed on (B)(6) 2022 it was decided to remove patient code "early onset of seroma" to more accurately capture the reported event.¿ manufacturer¿s reference number: (B)(4) removal of the "patient code "early onset of seroma."

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, wound dehiscence, generalized illnesses. (B)(4).

Event description:
It was reported via medwatch number: mw5096425 that a female patient who underwent an unspecified breast augmentation with two 600cc mentor memorygel silicone breast implants has experienced bilateral rupture, wound infections, and unexplained systemic symptoms postoperatively, including pain, coldness, sinus infection, stomach pain, bladder pain, migraine, body aches, disabled. Patient reported that she has done two sinus surgeries: depression and anxiety, cardiac ischemia, ibs, ic, migraine, spondylosis of cervical to sciatic. Pain travel down legs, neuropathy. The patient reported the pain medications did not help. As a result, the patient underwent explantation on (B)(6) 2019. No information available if the patient symptoms improved after the explantation. This report relates to the right prosthesis. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated.